Manufacturer narrative:
Date sent: 06/26/2008. Evaluation summary based on the analysis results, this complaint is now determined to be a MDR malfunction. The generator was returned to the international service center. The analysis site confirmed the customer complaint and found the main pcb was causing the unit to have error 1 failure, per the customer complaint. To correct this issue, the site replaced the main pcb. Per the service manual performed calibration and tests. The unit passed all tests. The database was reviewed and no prior servicing history was found, therefore no service history review could be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unknown procedure an error code 1 was received. Another like device was used to complete the procedure. There was no patient consequence.